Event description:
I was diagnosed with cataracts, for which I needed eye surgery. The doctor did surgery on my eyes and put a "tecnis-aspheric iol," lens in one eye. In the other eye, the doctor put a "tecnis-multifocal iol," lens. The lenses were placed incorrectly in my eyes and at one point, there was an infection in one of my eyes. I had to go to a different eye doctor to get a cornea transplant because of the infection. I constantly need medicated eye drops and my right eye is blurry.